Event description:
A report was received that a pt would undergo a lead revision, as the lead had come loose from the ipg head, as determined by an x-ray. The pt was not receiving any stimulation. Trouble shooting performed during the lead revision procedure confirmed that the lead was showing open contacts. The physician decided the leave the lead implanted and plug it back into the ipg head, as the pt had too much scar tissue present. The physician chose to implanted an additional lead. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.